Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient had a 15-minute drive to work and when he left his house, his cgm value was 91 mg/dl. Approximately 10 minutes later while driving, he passed out, ran off the road and hit a building. When he regained consciousness, he was surrounded by bystanders who called emergency medical services (ems). The patient realized he was hypoglycemic and ingested 3 ¿ 4 glucose tablets he had in his pocket. When ems arrived, his bg was 40 mg/dl; however, his cgm displayed 71 mg/dl. Ems treated the patient with IV glucose, and IV fluid. Once his bg stabilized, the patient was released to a co-worker who took the patient to work. The patient sustained abrasions to his arm as a result of the accident. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.